Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. No additional information was provided, we cannot establish a relationship between the device and the reported event or determine a root cause on this occasion. Potential causes include continual charging whilst in use, the IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a renasys touch pump and a black foam were applied to patient's wound on right foot, and set at -120mmhg with continuous therapy. Pump was applied in the morning and in the afternoon the clinician went to check the pump and dressing and discovered that the pump was warm to touch and overheating. It is unknown how the procedure was completed. There was no delay. No patient harm reported.